Event description:
A malfunction on a pump was reported on (B)(6) 2025, with no notable events occurring prior. The impact on the customer¿s blood glucose level is unknown, as they neither confirmed nor denied if it exceeded 500 mg/dl. The customer was advised to use multiple daily injections (mdi) as a backup therapy while a replacement pump was arranged. Technical support provided necessary instructions for transitioning to the new pump, including software updates and sensor installation guidance. The customer agreed to return the defective pump and acknowledged the process for receiving and setting up the replacement.